Manufacturer narrative:
(B)(4). (B)(6). Reporter¿s mailing address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that the electric pen drive device got very hot and burnt the patient's lip. There were no reports of delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. The reporter did not provide further information on the burn to the patient¿s lip. There were no reports of additional medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date of event and date of report were reported as september 30, 2016 in the initial report and has been updated to august 30, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.